Manufacturer narrative:
Conclusion - the complaint cannot be verified due to mishandling of the product. Result the up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore, all the buttons do not react on pressure and a not confirmable e8 error messages. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the infusion device is stuck on e8 (power interrupt) error message. Patient stated pressing the confirmation button twice doesn't allow her to return to the stop button. Patient reported she tried to remove the battery and insert a new one but the error e8 appeared again. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.